Event description:
A malfunction alarm was reported, identified as malfunction code 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The issue did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the malfunction recurred.